Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) problem of a patient that connected with air in the patient line, this problem occurred during use. The technical service representative (tsr) assisted the home patient (hp) as the hp stated he accidentally connected to the patient line before checking to make sure it was primed completely. The hp saw air in the patient line. The tsr advised the hp to disconnect using a flexicap and minicap. The tsr cautioned the hp to make sure when using the flexicap on the patient line to not tighten the cap so air could escape when repriming. The tsr assisted the hp to reprime the patient line. The hp would reconnect using the aseptic procedure and begin therapy. The hp would call back with any problems. No patient injury or medical intervention was reported. Product surveillance was contacted by the nurse on (B)(6) 2010. The nurse stated that she had seen the patient on (B)(6) and he had not reported any issues. The patient was doing fine with therapy and no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample lot number is unknown at this time. The sample is not availability at this time. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint is for a report of air in the patient line. Per the complaint information, the patient accidentally connected to the patient line before checking to make sure it was primed completely. There was still air in the patient line. This complaint was not confirmed in the lab due to a lack of sample. Per the complaint information, the cause of the air in tubing is use error. This review found the labeling adequate for the user error in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.